Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject test strips ¿would not accept blood sample on the spot¿. No further details were provided at this time. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.